Event description:
Pt underwent aaa repair in 2000. Three days later abdominal wound opened while the pt was coughing. Pt required surgery to re-close the wound. During the repair, the surgeon noted the suture had broken at the knots.